Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on 11/03/2015. A follow-up report will be submitted once the evaluation is complete.